Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the drill bit broke in the bone during a cervical procedure. A broken piece was removed by using a pincer. No pt injury or complication was reported.

Manufacturer narrative:
The cannulated drill is broken at the intersection between the drill tip and the driving shaft. Optical examination of the fracture surface suggests a multi-modal failure. The rapid cross sectional area reduction of this transition creates a stress concentration under bending loads or lateral impact. A primary impact witness mark is noted at the outer edge of the fracture surface. Additionally, the helical morphology of the interior portion of the fracture suggests a torsional load was applied after crack initiation.